Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in march, a ¿few days prior to (B)(6) 2019¿. Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced two leak events involving the homechoice cassette, one of which resulted in peritonitis. On an unknown date towards the end of therapy, the patient observed the patient line was wet, subsequently the patient developed peritonitis. The patient was treated with an unspecified antibiotic for the event. It was not reported if the patient was hospitalized for the event. The patient reported the patient connection was loose; however, the nurse reported the connection was tight. On an unknown date, while on antibiotics, the patient observed leaking from a hole on the cassette, specified as ¿where the cassette goes into the cycler door¿ (no further details). Pd therapy was ongoing and the patient was recovered from the event. No additional information is available.